Event description:
Event description boston scientific crm received information that this right ventricular lead became dislodged. It was questioned whether the length of the lead was appropriate for this patient's anatomy. During the revision procedure, the lead was explanted and a longer model lead was successfully placed.